Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer's (B) (4) office that a vns pt had their vns replaced for high lead impedance and lead break. Additional info was received that the pt was seen by their physician and had high lead impedance. The pt was referred for a full revision of their vns system. A lead break was not visualized in the operating room, but high impedance was again confirmed in the operating room. The decision at that time was to replace both products. The explanted lead is at the manufacturer pending completion of product analysis. The generator analysis was completed and no malfunctions were noted that would have contributed to the high impedance event.